Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were an unspecified number of tubes that had a crack in the inside of the tube wall. The instrument rejected these samples and they had to be recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 09-sep-2025 investigation summary bd received 22 samples for investigation, all of which were inspected with no issues identified. Additionally, 100 retained samples were visually inspected, and no damage to the inside of the tube was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were five (5) tubes that had a crack in the inside of the tube wall. The instrument rejected these samples and they had to be recollected. No adverse impact was reported regarding the patient or user.